Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a breast reduction on an unknown date and topical skin adhesive was used. The patient experienced a defuse papular rash where the area was red and covered with small confluent bumps around the tape and on the abdominal wall. The topical skin adhesive was not used on the abdominal wall, but the rash manifested to that area. The patient also experienced a fever. The physician prescribed keflex. The issues have subsided but are not yet completely resolved. The physician now thinks the area looks more like a cellulitis.